Event description:
Incident description: I deployed the stent into the bile duct, and the stent never deployed. It was damaged. From the procedural report: "next, the guidewire was advanced into the rt hepatic duct; this wire was left in place. A second 0.025in visiglide wire was passed and with some difficulty was advanced into the left hepatic duct. A zilver 8mm x 80mm uncovered metal stent was advanced over the wire in the right system while a zilver 8mm x 80mm stent was advanced over the wire in the left system. The stents were positioned appropriately and deployed simultaneously under fluoroscopic support. Adequate positioning was noted with respect to both stents. The distal aspect of the stents extended just below the distal margin of the common duct stricture. Good drainage of contrast was noted. The procedure was complete. I personally interpreted all fluoroscopic images." Successful biliary stent removal. Successful placement of 8mm x 80mm uncovered metal biliary stent into the rt hepatic duct. Successful placement of 8mm x 80mm uncovered metal biliary stent into the lf hepatic duct. There were no complications.